Event description:
(B)(6), home health nurse, reported started privigen infusion however curlin pump giving `system timeout` message meaning empty lithium battery. Pharmacy replaced device. Unknown serial number and expiration date. Unknown if patient missed a dose or had an interruption in therapy. Unknown if adverse event occurred due to product issue. Unknown if device available for return. Privigen indication: multifocal motor neuropathy and other inflammatory polyneuropathies. No further info/details or dates available.